Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information was requested and received. (B)(4).

Event description:
A customer reported during an intraocular lens (iol) implant procedure, the haptic of the lens was broken inside of the injector. A capsule rupture occurred. The procedure was completed with a backup lens. Additional information was requested.